Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Mechanical interaction with blood: data log shows some fluctuation in pump flow and placement signal while running on a steady p-level. Intermittent pump position in aorta/ventricular alarms were noted when the pump p-level was changed to p2. No suction or motor current spike was reported during the case run. The cause of the hemolysis issue was not determined due to insufficient clinical information and lack of returned product for investigation. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility cp pump placed to support the critical patient who had arrested outside of the hospital with ventricular fibrillation and a lucas device was placed. The patient exhibited signs of hemolysis and was seen with elevated plasma free hemoglobin labs and urine color change. The team left the pump on for support until the patient again ventricular fibrillation arrested and expired when CPR did not resuscitate the patient. The pump had supported for 46hours.